Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Unable to test the operating currents, low battery and off no power alarms due to the prime anomaly. A scratched display window and cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin squirted out during the manual prime process and the device alarmed as well was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.